Event description:
It was reported that 3 minutes after insertion, blood was observed in the helium tubing. Clinicians drained the tubing but blood appeared again. The console did not experience any alarms. The console did not experience any alarms. There were no associated pt complications.